Event description:
Patient got discharged from hospital on tacrolimus oral suspension (1 mg/1 ml) since he has ng tube. He received the medication without oral syringe from op pharmacy {due to lack of supply there). He was given insulin syringe on the floor to use. Patient's wife thought that 1 units in the insulin syringe = 1 ml leading to underdosing (patient ended up receiving 1/10th of the dose for around 2 weeks). Came back with decrease urine output and increase in creatinine. Dispensing device involved inappropriate / inaccurate measuring device. (B)(4).